Manufacturer narrative:
H6: investigation conclusions code was updated to reflect the investigation results.

Event description:
On (B)(6) 2024, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore excluder® aaa endoprostheses. During the deployment of the ipsilateral limb of the trunk-ipsilateral leg endoprosthesis, the physician attempted to advance the delivery catheter to fix the distal end of the limb to the right common iliac artery. However, the device could not be fully advanced. As a result, the ipsilateral limb landed approximately 1 cm into the external iliac artery, unintentionally covering the right internal iliac artery. No further intervention was performed for this coverage, and the procedure was completed. The patient tolerated the procedure. The physician noted that although an 18 cm device was used, a 16 cm device should have been selected, and if insufficient, an extension could have been added.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.